Event description:
It was reported that prior to use foreign matter was discovered as well as a cracked tube with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter: black point = 1 sp and broken tube = 1 sp.

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm-unknown¿, damaged box, and damaged tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered as well as a cracked tube with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter: black point = 1 sp and broken tube = 1 sp.